Manufacturer narrative:
The product alleged in this incident was returned; however, it was received in a condition that made analysis impossible.

Event description:
A doctor¿s office had alleged that six (6) patients had experienced a debonding of restoration after placement with the breeze cement. This is the first of six (6) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The doctor's office reported that tooth #18 and #20 had debonded approximately ten (10) months after placement; the doctor re-cemented the restoration for the patient using the same product, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, a retain sample was evaluated, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regards to this lot.